Event description:
It was reported the patient was scheduled to go in today and do a preop to check his leads, or fix the leads. The leads had migrated. The patient had a severe cold and the health care professional did not want him to come in and potentially spread it. About a month ago, he kept telling his hcp that it was hurting on the left side, then the right side. The health care professional put him on an xray machine, or "something," and could see that the wires had "worn out." They could see that the leads were not where they were supposed to be. The patient had fallen three times in the past month. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-75 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product typ lead product ID 3778-75 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product typ lead product ID 37752 lot# serial# (B)(4) implanted: explanted: product typ recharger product ID 37743 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient. (B)(4).